Event description:
Customer reported via phone call that he experienced sensor reading discrepancies. Customer stated that the sensor was reading 61 mg/dl but his blood glucose was 567 mg/dl. Customer treated with a bolus through the insulin pump. Customer declined to remove the sensor. He stated that he will continue to use it. Sensor had been inserted for 3 days 22 hours.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.